Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis conclusion the reported high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all the wires were broken and separated. This would have contributed to the patient¿s system auto reducing. As it was reported one lead had high impedance prior to explant and the lead did not have instrumentation damage, the broken wires are consistent with the lead being subjected to an overstress or sudden event while in vivo.

Event description:
Manufacturer report number:1627487-2020-31246. Additional information received that the patients leads and ipg were replaced on (B)(6). Reportedly effective therapy was restored.

Manufacturer narrative:
Event and therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21591. It was reported that patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics revealed high impedances in one lead contacts and x-rays were normal. Reprogramming was unable to provide effective therapy. As a result, patient may be awaiting surgical intervention to address the issue.